Event description:
Pt taken to surgery to remove port-a-cath. Pt's physician reports catheter has not worked for "quite some time". Removal initially thought to have gone well but on using fluoroscopy to insert new catheter part of the original catheter was found to have remained in pt. Pt was sent to cath lab later on the same day. Extensive efforts made to retrieve catheter. Unable to remove despite multiple efforts to retrieve catheter from both ends. Physician recommends leaving catheter in place w/o further efforts at retrieval, probably due to pt's medical condition, i.e., colon cancer.